Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer reported via phone call to have had a 911 call on (B)(6) 2016 due to low blood glucose. Customer's blood glucose was 33 mg/dl. Customer was treated and not taken to the hospital. Customer was treated with food and glucose tablets. It was reported that customer was feeling foggy and confused. Customer reported that drive support cap appeared normal. Customer did not think that insulin pump was over delivering. Customer was advised to monitor blood glucose and to follow up with healthcare professional. Call was disconnected.